Manufacturer narrative:
Event problem and evaluation code: result code: visual inspection of the returned sample found iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol and all met criteria. Conclusion code: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It is possible that the incident was caused by user error but it is also possible that it happened though the user exactly followed the instructions. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-ni2 aq310ain 15.5 diopter preloaded injector but when handling the screw plunger, the rod passed beside the iol and the lens was stuck. There was no health injury and the surgery was cancelled.